Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against.

Event description:
Allegedly, while performing a laparoscopic appendectomy, the doctor introduced the grasper too quickly through the trocar causing it to catch resulting in one jaw breaking off into pt. Doctor irrigated the pt and took and x-ray after the procedure to confirm that the jaw was flushed out and nothing remained. Procedure was completed with no pt injury.